Event description:
9/8/98 pt underwent removal rt breast tissue expander with insertion of rt mammary saline implant and revision inframammary fold. 11/11/98 some decrease in size of rt as to left. 10/9/98 pt underwent removal of rt breast implant because of apparent implant leak or deflation. Implant originally filled with 360 sodium chloride. Today implant had only 290 cc. Implant replaced with new implant. Old implant was intact when removed.